Event description:
It was reported that a clearlink blood set experienced a no flow. The nurse primed the set with normal saline. Then the nurse spiked a bag of blood and hung it for gravity infusion. A blood warmer tubing was connected between the set and the patient's catheter. The infusion was initiated and ran less than 10 minutes before infusion stopped. It was noted that the slide clamp on the blood warmer was in the open position. The nurses were not able to use the hand pump to continue the infusion. The set was switched out for a non-baxter tubing set. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition could not be confirmed; a root cause could not be determined.